Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had a sinus/respiratory infection (symptoms: drainage, cough and sinus issues) and hoarseness prior to undergoing a battery replacement. The hoarseness has been persistent for 6 months after the replacement, so the patient was seen by an ent. The physician diagnosed the patient with left vocal cord paralysis due to the vns. Further details then received which explained that the patient also reports frequent choking incidents during meals or when taking medication. The cause of the vocal cord paralysis remains unknown as the symptoms did not occur with the actual vns change or dosing change. The paralysis was assessed as being constant and unrelated to vns stimulation by the patient's epileptologist. No other relevant information has been received to date.